Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular lead was attempted but could not be implanted due to placement difficulty. The physician felt that the patient's anatomy contributed to the placement difficulty as the patient had an acute takeoff into the svc. A different model lead was able to be implanted. No patient complications have been reported as a result of this event.